Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 400 mg/dl and 45 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter and test strip were returned for investigation. The complaint was not confirmed and a new issue was observed. The returned meter was unable to be tested due to a blank screen. The battery contacts were missing. The returned test strips were investigated with a retained meter. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.